Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Reason for surgery: sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence and dyspareunia. It was reported that patient underwent mesh removal of mesh and implant replacement on (B)(6) 2013 due to extrusion of mesh. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent placement of boston scientific lynx device on (B)(6) 2013. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/06/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.